Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that customer requested to enable witness. A technical support specialist, guided customer to user to enable inventory check for witness configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the customer requested to authorize witness to necessitate the recovery of storage space. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.